Event description:
It was reported via repair work order that the back support frame was damaged and may not have supported weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Manufacturer's investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Event description:
It was reported via repair work order that the back support frame was damaged and may not have supported weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the rear support frame being damaged would result in annoyance; however, the caregiver would still be able to assist the patient, if necessary. Additionally, it is not likely to harm the patient as the recliner would still support weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.